Event description:
It was reported that on (B)(6) 2021, an 8mm amplatzer septal occluder was selected for implant. During procedure, when the device was deployed inside the patient's body, the left disc deformed into a cobra effect and the device was not implanted. Ultimately, no device was implanted. The patient was hemodynamically stable throughout the procedure. The patient was reported to be in stable condition.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
The reported event of cobra deformation could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. One photo was received from the field, which appeared to show an occluder deployed outside of a patient with a cobra deformation. However, the investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.